Event description:
A customer reported an issue where the insulin gauge on their pump displayed a different amount than expected, specifically an ongoing discrepancy between the displayed fill estimate and the actual insulin amount. The issue persisted despite following the necessary steps to correct it. There was no adverse impact to the customer's blood glucose level. As a corrective measure, customer technical support educated the customer on the single-use nature of cartridges and assisted them in loading a new cartridge properly. Due to the issue not resolving, the case was escalated, and the pump was replaced with a new unit that included updated software. The customer was instructed on preparing the old pump for return and updating the replacement with their settings and continuous glucose monitor connection. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.